Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Upon inspection of the device, the wires connecting the sensor to the plc were loose. Cardioquip secured the wires and the device passed final inspection and is fully functional.

Event description:
Unit is giving a low water level warning, even when full of water.

Manufacturer narrative:
Further review determined that this is a non-reportable event.

Event description:
Unit is giving a low water level warning, even when full of water.